Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 85" on power-up, and a "defib disabled" message when device is switched to manual mode. There was no pt involvement during the reported malfunction.